Manufacturer narrative:
Three devices were returned and evaluated. The evaluation results are as follows: three devices were received and evaluated for the complaint regarding the needle button released event. All devices were inspected, and the needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for these devices.

Event description:
The patient reported that he had 4 or 5 v-go devices from the last box where the needle button popped out. The patient stated that on 8/23, the needle button popped out within seconds after initial needle insertion. The patient mentioned that with the other v-go devices, the needle button popped out within 30 minutes to an hour into use.